Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00005.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils and a non-penumbra microcatheter. During the procedure, two smart coils would not advance from their starting position within their introducer sheaths, and the physician experienced resistance. Therefore, the smart coils were removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device. Forcefully advancing the device against this resistance may have contributed to the kinks which were observed near the pusher assembly mid-joint. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. Then the device was able to advance through its introducer sheath with resistance due to the pusher assembly kinks. Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device. Further evaluation revealed that the introducer sheath was fractured. If the smart coil is forcefully advanced against resistance, damage such as an introducer sheath fracture may occur. Due to this damage, the smart coil could not be functionally tested. Further evaluation also revealed offset coil winds along the embolization coil. This damage was likely incidental to the complaint and may have occurred due to the embolization coil was returned outside of the introducer sheath. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2021-00005. H3 other text : placeholder.